Event description:
It was reported a patient underwent breast surgery on (B)(6) 2013 and a topical skin adhesive was used. However, on (B)(6) 2013 the patient experienced a reaction where the topical skin adhesive was applied. The patient was administered steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: eee995, ejp262, eke453, ele596, emb866, eme069.

Manufacturer narrative:
Date sent to the FDA: 11/18/2013, in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.